Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument broke while being removed after trialing during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on the medial side of the post, all pieces returned. The device was manufactured in october of 2012 and had an approximate field life of three (3) years and ten (10) months with an unknown frequency of use. Review of the device history records and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasps were fractured. The likely condition of the parts when they left zb control is considered conforming based on the products' field age and the DHR reviews.